Event description:
The patient's spouse reported that while he was in (B)(6) his wife was admitted to the hospital for dka on saturday morning, (B)(6) 2011. Her blood glucose at the hospital was 1050 mg/dl and was in a coma. The patient's spouse stated "she didn't test for ketones nor check her bgs as she was already feeling confused and felt flu-like symptoms, such as vomiting." Her doctor was concerned that the "pdm or pod may have been at fault in this regard." No bg, insulin, or carbohydrate history was provided since the patient's spouse was at work and didn't have access to her pdm. He stated that "she's coming out of her coma as she is moving her lips and blinking her eyes." Insulet's follow-up calls were not returned. As of the date of this report the device was not returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to confirm any malfunction that may have caused or contributed to the patient's condition. Product lot qualification records cannot be reviewed since no lot number was provided. The omnipod's user guide cautions users to keep an emergency kit with extra supplies. Also, users are advised to check their blood glucose routinely so they "can identify and treat high or low blood glucose before it becomes a problem." The user guide suggests checking blood glucose at a minimum of 4 to 6 times each day. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." The user guide warns, "if left untreated, severe hyperglycemia can quickly lead to dka. This can cause breathing difficulties, shock, coma, or death. To treat dka, users are instructed to first check for ketones, if negative, continue treating for high blood glucose. If ketones are present, and are feeling nauseated then immediately contact an hcp for guidance. If ketones are present, but you are not feeling ill then it is recommended that users replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then immediately call an hcp.